Manufacturer narrative:
Terumo has obtained the actual device that was used and performed evaluations with the suspect device. During visual inspection a large crack was noted on the insert at the blue adapter cap end, which confirmed the leak. It likely that the leak was caused during storage or transit conditions, as terumo conducts 2 magnified checks after leak testing to inspect for damage. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass procedure, blood leaked out of the shunt sensor. The product was changed out, there was less than 1cc of blood loss and the surgery was completed successfully.